Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins). The hcp reported that the patient is having an MRI for a possible infection. Patient reported that they did have a bacterial infection. Source of bacteria is not known. System was removed and a course of antibiotics was prescribed for 14 days. It is believed this course of action will resolve the issue. Successful resolution will be determined at the end of antibiotic intake, lacking any recurrence of infection.